Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were not working properly. Reportedly the helical blade hits the nail and would engage. The event occurred during an in-service no patient was involved. This report is for the unknown nail. This is report 3 of 5 for (B)(4).